Manufacturer narrative:
MFR's report date: 08/12/2015. The customer's reported over infusion of heparin on pump c was not confirmed. The status log provided by the customer noted that a user had started infusions on pump a and pump c at 3:00pm on the reported date. Both pumps were programmed for infusion duration of 2 hours. Pump a had a rate of 6.70ml/h and pump c had a rate of 0.5ml/h. Pump c did not have an infusion completion event or any recorded alarms that would indicate the infusion had completed at 4:10pm as reported. Pump c did not have any user interaction until 4:57pm. The user had accepted the remaining vtbi of 0.03ml with 3.33 minutes remaining to infuse to completion. The user never allowed pump c to reach infusion completion but instead repeated the prior 2 hour duration infusion parameters and restarted the infusion. Pump a did have user interaction that began 43 minutes after the infusion was started at 3:00pm. A user selected the "clrair" soft key 5 times. By design pressing of the soft key will displace approximately 0.2ml of air/fluid. The pressing of the key 5 times would infuse 1ml. A user had selected the "clrair" soft key again at 4:04pm infusing another 0.2ml. Pump a did reach infusion completed at 4:51pm. The reason for having selected the "clrair" soft key is not known. The alarm log had no recorded occurrence of an air in line alarm, however an alarm event prior to the "clrair" soft key was for occluded patient side. One of the differences in the 2 hour infusion duration between pump a and pump c is being attributed to the pressing of the "clrair" soft key a total of 6 times infusing 1.2ml on pump a during the infusion. The status log indicates pump a reached infusion completion before pump c. The root cause for the customer's reported experience could not be identified during the log analysis. No devices were returned for investigation by the customer.

Event description:
The customer reported that hal (presumed to mean hyperalimentation) was infusing on channel a at 6.7ml/hr, with a two hour limit set, per their protocol. Channel c had 1/2 ns with 1:1 heparin running at 0.5ml/hr, also with a two hour limit. The nurse thought they may have had to set the channel c fluid more times than they should have, so at approximately 1500, they re-set both channels. At 1610, channel c had completed its two hour dose (1ml running at 0.5ml/hr). Channel a still had 5.9ml (almost half the two hour dose, running at 6.7ml/hr). There was no patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.